Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was not delivering which caused high blood glucose. Customer's blood glucose was 24 mmol/l and 25 mmol/l. Troubleshooting was performed for high blood glucose and customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.